Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported low vacuum during a surgical procedure. The cassette was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on june 12, 2014. Based on qa assessment, the product met specifications at the time of release. No cassette sample was returned for analysis. The customer did not retain the finished goods lot number, the device history record (DHR), and lot number history could not be reviewed. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).